Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 1-18 met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During the atrial fibrillation procedure, impedance and output issues resulted in a procedural delay. Frequent "surface electrode impedance error" messages began to appear sometime after validation. The alert screen did not indicate which patch was faulty. The wiring and connections were checked and reconnected, and several revalidations were performed in an attempt to clear the alert, but the issue persisted. The system reference patch was replaced, and the impedance error was cleared. However, during pre-mapping in navx mode, intermittent noise began to appear on the respiration meter, while the ventilator¿s capnometer remained stable. The patch connection was checked. At the same time, the catheter¿s navigation display became distorted. By the end of the pre-mapping, the respiration meter was filled with noise, and the catheter¿s navigation display continued to move erratically. As the issue could not be resolved, the system was switched to voxel mode and the advisor hd grid mapping catheter was exchanged for the advisor hd grid x catheter. This stabilized the navigation display, but the respiration meter continued to show noise. Mapping was created in voxel mode, and the procedure was completed with no adverse consequences to the patient. However, the malfunction and the resulting troubleshooting measures caused the procedure to be delayed by approximately one hour.